Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p06 that has a similar product distributed in the us, list number 8p05, anti-hcv, with PMA number p050042. The initial report was submitted under manufacturer report number 3002809144-2026-00141-00 for the likely cause alinity I anti-hcv reagent, list number 08p06-22, lot number 84168be00. After further evaluation, the likely cause was updated to alinity I anti-hcv reagent , list number 08p06-74, lot number 84168be01, which is under this report.

Event description:
The customer observed false nonreactive alinity I anti-hcv results on a sample when compared to another method. The following data was provided (reference range < 1.0 s/co): sid (B)(6): initial results 0.48 s/co (nonreactive) & 0.49 s/co (nonreactive). Roche, wantai, and mindray results= reactive, no data provided. No additional patient information was available. No impact to patient management was reported.